Event description:
It was reported that the hcp was unable to interrogate the pump. The patient was not having any symptoms. An x-ray or CT revealed that the pump was flipped. Revision was recommended. No patient outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
All previously reported patient, device codes and conclusion codes are being updated.

Event description:
Additional information received reported that the patient's pump was taken out years ago. The patient further stated "a long time ago, 4-5-years ago." Per the patient "they couldn't find the port to put medicine in and let it go and it got infected so I only had it about 2 weeks." The patient stated there was no medication in the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was confirmed that the infusion system was removed on (B)(6) 2008 due to infection.